Event description:
It was reported to st.jude medical that ICD could not be interrogated during a follow-up. An error message was observed on the programmer stating that the device was in a hardware reset vvi mode, with no ICD function. The pt noted that there had been no high shock. The decision was made to explant the device.